Event description:
It was reported that distributor received complaint involving pump with unknown blood glucose values and limited event details, with pump history showing data error alert and records erased on prior date. There was no reported impact to the customer¿s blood glucose level. Distributor noted that pump powered on, charged, and was recognized by computer, arranged for device return for further evaluation, and customer received replacement pump.